Manufacturer narrative:
MFR's comment: super poligrip is manufactured in (B)(4), and neither product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a lawyer via a complaint and described the occurrence of copper deficiency in a female pt who rec'd super poligrip denture adhesive cream (formulation number (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip, the pt experienced copper deficiency and nerve injury. The attorney stated that the plaintiff "suffered severe, permanent and disabling neurological injuries and related damages." At the time of reporting, the outcome of the events was unresolved per reporter. Follow up info was rec'd on 05 may 2010 via medical records. The case was upgraded to medically serious. The pt was seen by neurologist in (B)(6) 2005 for her five months history of progressive decreased sensation in her hand and feet, gait problems, weakness in lower extremities and falls. Some of her symptoms involved jerking motions in her upper body. She used a rolling walker for stability. Previous neurological tests were non-definitive. Lab tests for zinc and copper performed in (B)(6) 2006 revealed elevated zinc in urine of 3831 (150-1200 ug/dl), but normal blood zinc levels. Copper level was low at 14 (80-155 ug/dl). She was diagnosed with sensory ataxia secondary to copper deficiency. Copper treatment along with physical and aqua therapy with improved symptoms. It was noted in (B)(6) 2007 that the pt was diagnosed with subacute combined degeneration with spasticity secondary to copper deficiency. She was treated with copper gluconate for over a year with marked improvement in her gait. Presently, she uses a walker for long distances but can walk without assistance in her home. As of (B)(6) 2009, the pt improved and was walking without assistive devices and had increased sensations in legs and hands. Copper supplements continued.